Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop inflammatory nodules and shortness of breath. The patient required medical intervention in the form of a doctor's assessment. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of an unknown white contaminants at the air inlet, mineral deposits on the blower motor and the blower box, indicating potential water ingress. The manufacturer found no evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found evidence of unknown brown and white contaminants and a potential dark-colored hair inside of humidifier box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with mineral deposits on the blower motor and the blower box, indicating potential water ingress and an unknown white contaminants of the device,unknown brown and white contaminants of the humidifier, dark-colored hair inside of humidifier box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop inflammatory nodules and shortness of breath. The patient required medical intervention in the form of a doctor's assessment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.